Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The exact location of the leak was not specified. The leak was observed while still in the bag; therefore, this occurred prior to patient involvement. No additional information is available.

Manufacturer narrative:
Correction : (no sample available), . Photograph provided was incorrectly referenced for this report (photograph is associated with manufacturing report number 1416980-2020-01337). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added: the device was manufactured from april 23, 2019 - april 25, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed the device leaking from the blue winged luer cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.